Event description:
The customer was hospitalized with dka. The customer changed the infusion set last night and the review of the pump's history revealed it alarmed no delivery. Explained this is a high pressure alarm which alerts the user that there is something preventing the delivery of insulin, most often a infusion set or site occlusion. Recommended changing the set.